Manufacturer narrative:
A medical record review was performed on the pt's treatment data sheets and medical information provided. A large drain volume was recorded in drain 1. There was no pt symptoms or an adverse event associated with this reported large drain volume. The device is currently undergoing eval.

Event description:
Pt reported a large ultrafiltration (uf) had occurred during a ccpd treatment. Pt was asymptomatic and had no adverse effects. Treatment data from (B)(6) 2013: drain 0: 1993 ml. Fill 1: 2708 ml, drain 1: 7293 ml. Fill 2: 2703 ml, drain 2: 3692 ml. Fill 3: 2702 ml, drain 3: 3204 ml. Fill 4: 2692 ml, drain 4: 2947 ml. Fill 5: 2699 ml, drain 5: 2900 ml. Fill 6: 2007 ml - treatment was completed. Pt continued to use the same cycler and completed two additional treatments without issue. Pd nurse stated she had reviewed the iq drive/treatment data obtained from the cycler and could not determine the cause of the large drain. Pt had no pain, discomfort, or adverse effects as a result.